Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) has received the harmonic ace curved shears associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint "tip was broken with error". The instrument was found to have a blade broken. The blade broke at roughly 0.126¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse.

Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. System logs were unable to be reviewed due to incomplete instrument information to identify the specific procedure. In addition, no errors related to this type of failure would exist in the logs. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was available for review. Based on the information available, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument allegedly broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of the harmonic ace curved shears broke and fell inside the patient. The fragment was retrieved and a backup instrument of the same kind was installed to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: all fragments were retrieved during the same surgical procedure. Reportedly, the tip was neatly broken and immediately removed from the patient's body. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and the instrument did not collide with any other instruments or other hard materials. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.